Event description:
The customer stated on (B)(6) 2012, an elevated architect ca19-9xr result of 50.25 u/ml was generated from a patient who was being serially monitored when reagent lot 08852m500 was in use. Chemotherapy was initiated due to the result obtained with reagent lot 08852m500. On (B)(6) 2012, retesting of the same sample with architect ca19-9xr reagent lot 06086m500 generated a result of 30.74 u/ml. There were no known adverse consequences.

Manufacturer narrative:
(B)(4): (chemotherapy); (high test result). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Manufacturer narrative:
Correction, date received by manufacturer: the initial medwatch for the customer's issue was submitted with an incorrect date, date received by manufacturer as (B)(4) 2012. The customer initially contacted abbott on (B)(4) 2012, however, new information was received by abbott on (B)(4) 2012, regarding impact to one patient who received chemotherapy. The correct date received by manufacturer is reflected in this follow up submission.